Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was selected for used. However, during preparation, the balloon failed to inflate as it was noted leaking, it seems like there were pinholes on the balloon. The procedure was completed with another of same device. There were no patient complications reported.